Event description:
The patient complained that the patient's implant system was not working. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was performed, date unknown. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.